Event description:
During the procedure the physician was unable to get the guide catheter past a stenosis in the left vertebral artery so a microcatheter and a guidewire were advanced through the guide catheter and beyond the stenosis. The guidewire was removed and replaced with another guidewire and the microcatheter was then removed. The guidewire lost its position in the vasculature so this maneuver was repeated. Following withdrawal of the microcatheter the physician noted that the distal tip of the microcatheter appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The patient is reportedly in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and confirmed that the catheter met all material, assembly and performance specifications upon its release. Additional information was requested from the user facility. From the responses received it was determined the lesion was 70% stenosed with no calcification. Continuous flush was not maintained. Flush was achieved with syringes of heparinized saline on rotating hemostasis valve (rhv). In addition, some force was applied in the first attempt at passing the proximal stenosis which was on a bend on the vertebral artery. When the catheter would not advance a gateway balloon was used to dilate the vessel. Analysis of the device confirmed the tip was stretched with the inner layer exposed and the catheter coil had unraveled at the tip. A 0.0158" mandrel was advanced through the catheter and encountered resistance 3cm from the distal end due to the stretched section in the shaft. The mandrel was able to pass through the catheter after pressure was applied. No other anomalies were noted. From additional information received it is known that continuous flush was not maintained during the procedure. This is contrary to the direction for use (dfu) for this product family which instructs the user "in order to achieve optimal performance and to maintain lubricity of the hydrophilic surface, it is critical that a continuous flow of appropriate flush solution be maintained. To achieve optimal performance, it is recommended that continuous flow of appropriate flush solution should be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device". Based on the additional information and analysis of the device, it is likely that the lack of appropriate flush caused friction resultant in the physician using excessive force to advance the guidewire through the catheter resulting in the tip damage. Therefore, the root cause was determined to be the user's failure to follow instructions.

Event description:
During the procedure the physician was unable to get the guide catheter past a stenosis in the left vertebral artery so a microcatheter and a guidewire were advanced through the guide catheter and beyond the stenosis. The guidewire was removed and replaced with another guidewire and the microcatheter was then removed. The guidewire lost its position in the vasculature so this maneuver was repeated. Following withdrawal of the microcatheter the physician noted that the distal tip of the microcatheter appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The patient is reportedly in stable condition.